Event description:
Med record reviewed on 4-16-98. Pt with diagnosis of pelvic pain and problems recurrent endometriosis. Outpatient surgery on 4-7-98; diagnostic laparoscopy with video and laser vaporization of adhesions. During procedure, laser beam defocused, not pinpoint, when attempted to use in abdomen. Pretest beam focused and was pinpoint. Laser and scope to biomedical engineering for further eval of problem. No injury to pt.